Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of the repositioning forceps was broken when crimping the fracture part during operation with variax fibula. Therefore, it was changed the new other forceps and the operation was succeeded. The surgeon's opinion that the bone quality of the patient was good and the forceps was excessive twisted. The broken part was removed and it was not left in the patient body.

Event description:
It was reported that the tip of the repositioning forceps was broken when crimping the fracture part during operation with variax fibula. Therefore, it was changed the new other forceps and the operation was succeeded. The surgeon's opinion that the bone quality of the patient was good and the forceps was excessive twisted. The broken part was removed and it was not left in the patient body.

Manufacturer narrative:
Correction to concomitant medical products and device evaluated by MFR. The reported event that repositioning forceps l130mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device was not returned